Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's leads migrated. The patient underwent an explant procedure. No further information could be obtained.